Event description:
The facility reported that the pump-head module keypad was not working on a pump. This event occurred during biomedical testing. There was no pt injury or medical intervention associated with this event. No add'l info is available.

Manufacturer narrative:
The reported condition that the pump-head module keypad was not working on a pump was confirmed. Inspection of the device by baxter found that the cause of the reported condition was due to a faulty pump-head module keypad. The pump's pump-head module keypad was replaced to correct the reported condition. This issue is being investigated under CAPA.